Event description:
A customer reported obtaining a negatively biased total beta-hcg result from a pt sample. Repeat testing, in triplicate, geneated positive results each time. False positive total beta-hcg results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.